Event description:
Customer reported that t:slim x2 pump battery would not charge, and a power source alert, alert 07, appeared in pump history at the time issue began. There was no adverse impact to the customer¿s blood glucose level. Customer used tandem¿s charging cable and wall adapter, but had not yet tried leaving wall adapter plugged into a working outlet for at least 30 minutes. Customer was instructed to do so and was told technical support would follow up.